Event description:
It was confirmed that the report of "there was air leaks" occurred before surgery and there was no patient involved.

Event description:
An ophthalmic surgeon reported that "there was air leaks". It is unknown if this occurred during a procedure and if there was patient harm. Additional information and product sample was requested.

Manufacturer narrative:
(B)(4). There have been no additional complaints reported against the finish goods lot and the device history report shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).